Manufacturer narrative:
1038671-2023-00610 PMA 510k cannot be determined; device is unknown. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-00610. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 49 months after a left total hip replacement procedure, the patient underwent a revision procedure to address loosening, ambulation difficulties, discomfort, pain, osteolysis, discomfort, and distress. Revision surgery operative notes were provided. Patient left the operating room in stable condition. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. PMA 510k cannot be determined; device is unknown. Expiration date and manufactured date are unknown. The revision reported may have been the result of prosthesis wear, osteolysis, acetabular cup loosening, and bone screw loosening as reported in the operative notes. The prosthesis wear may have been the result of the orientation of the acetabular cup, edge loading/impingement, patient-related conditions, or any combination of these possibilities. The aseptic (non-infected) acetabular loosening may have been the result of an insufficient bond between the acetabular cup and the bone, and the screw loosening may be secondary to the reported osteolysis. Additional contributing factors to the reported failures may have been the result of a combination of the risk factors: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed as the devices were not available for evaluation, and images and radiographs were not provided at the time of this evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.